Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator (ICD) revealed that an episode of ventricular fibrillation (vf) with no high voltage (hv) therapy delivered. The physician suspected that competitive atrial pacing (cap) which caused alternating short and long intervals and resulted in ventricular fibrillation (vf). Programing interventions were made. The patient was stable.